Event description:
An 89-yr-old female admitted from a nursing home where she had fallen and fractured her right hip. Pt scheduled for surgical repair. During procedure, bone cement was placed in the canal under digital pressure. After which the femoral component was then packed into place. As the component was packed into place, the pt's blood pressure and pulse dropped consistent with cement reaction. The pt was supported by anesthesia. The pt developed electro-mechanical dissociation again in the recovery area. The pt could not sustain adequate perfusion and pursuant to family consent and request, a third resuscitation was not conducted. The pt expired.